Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they couldn't recharge the ins. The patient mentioned when they recharge the ins it was at a 100% and sometimes they needed to reposition the ins. Agent suddenly heard noises on the patient line and couldn't hear the patient. Agent disconnected the call and call back the patient but unsuccessful and left a voicemail. Pt called back stating they last charged the ins battery 2 days ago and when they went to recharge the ins it showed the controller and ins was at 100%; they could not charge the ins since it said it was finished. During call pt was on group b and stimulation was on. Program 1 was at 1.6, program 2 3 4 was at 3.7. The pt was not getting any relief. Agent reviewed they could try increasing intensity or going to another group. The pt noted they were talking to their manufacturer representative (rep) who was saying the same thing; they felt moderate stimulation from b program 1 when they increased intensity from 1.6 to 2.8 but nothing was ongoing. Pt said they were told from their rep to follow up tomorrow with them.